Manufacturer narrative:
The ICD was not returned for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The data returned for analysis were inspected. In agreement with the clinical observation, the inspection of the available iegms revealed the presence of noise in the ra and farfield channels. However, the data did not show any indication of an ICD malfunction. At a next step the leads under complaint were subjected to an extensive analysis. Only lead fragments were received for analysis. In the course of the visual inspection the available 15 cm fragment of the setrox s demonstrated a rubbed through insulation in two positions. Subsequently the linox sd was inspected showing a rubbed through insulation approx. 14 cm and 20.5 cm distal to the is-1 connector pin. In the area of the proximal insulation damage the conductor cable to the svc shock coil was fractured. The observed insulation damages can be considered as the root cause of the noise mentioned in the complaint description and confirmed during the analysis of the available iegms. Based on the characteristics of the observed damages, it is reasonable to assume that the leads had been subject to severe mechanical stress due to constant friction against another implantable device such as the generator housing or against each other. Diagnostic images clarifying this assumption were not available. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - oversensing and noise was reported on this ra lead. It was also reported that the patient was pregnant. The lead and ICD were explanted. The system was upgraded to s-ICD. The lead fragments were returned for analysis. After the analysis of the returned fragment, this lead was deemed reportable.